Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer would like to know how to obtain the blood glucose reading from the meter. Assisted customer and walked her through the process in creating a carelink account. No motor error or motor position encoder error troubleshooting was performed. The insulin pump is not expected to return for analysis.